Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: explant date: a year following implant of device additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6). Batch: 21510765 UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were discarded by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block d6b: explant date: a year following implant of device. Investigation results: the devices were not returned for analysis; therefore, a technical analysis could not be performed. The patient underwent a spinal cord stimulator (scs) system explant procedure due to inadequate pain relief. The explanted device components were discarded by the medical facility. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.